Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. The pump was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm due to buttons not responding. No numbers scrolling during testing noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 82 mg/dl. The customer stated that when he took a bolus and put in the carbs, the numbers kept flashing. The customer was not able to get the act button to work. The customer changed the battery and received failed battery test. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.